Event description:
Customer stated a fasting lab comparison was performed. The device result was 175mg/dl and the lab result was 122mg/dl .no treatment was provided. Unknown if controls were in range. A request was made for the return of the suspect device and the replacement product was sent.